Event description:
Pt had left mastectomy in 1989 for cancer and a subsequent implant in 1990. Presently, the implant had migated from the original position and is sitting superiorly and into the axilla. Implant was grossly intact upon removal with no visible leakage